Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was received and evaluated by baxter. Incoming testing revealed a failure at multiple flow rates. The unit passed further flow rate tests and procedures and was found to deliver within design specification: rate additional flow rate tests were performed with the unit passing. The unit was reworked to ensure proper pump operation.

Event description:
It was reported that during testing, a pump delivered at a rate below specified value. It was discovered in testing, so there was no patient involvement.